Event description:
The customer reported vacuum issues on the coulter act diff analyzer. A beckman coulter field service engineer (fse) was dispatched to the customer's site and discovered a contained reagent leak which soaked the vacuum pump compartment. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. There was no report of exposure or injury for this event.

Manufacturer narrative:
The beckman coulter field service engineer (fse) discovered that the previous reagent leak had soaked the vacuum compartment. It is unknown what caused the reagent tainer to leak. The fse replaced the vacuum pump to resolve the leak and vacuum errors. The fse stated that the motor filter card was damaged by the leak and the fse proceeded to replace the card. The fse also found that the hemoglobin (hgb) voltage was low and the gain was at the upper limit. The fse replaced the hgb lamp to correct the voltage and gain issue which were unrelated to the reported leak. Failure mode of the event is attributed to the reagent tainer which leaked and soaked the vacuum compartment, and damaged the motor filter card on the instrument. (B)(4).